Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical study patient has zxt225, 18.5 diopter intraocular lens (iol) but had iol rotation, few weeks after implantation, from 159 degrees to 8 degrees, noticed during initial visit. There was no patient complication and/or related injury, except for double vision, halos and glare, but none of the symptoms interfered with regular activities. Reposition was scheduled and it went well and there were no symptoms reported at the 1 day visit. Patient doing well. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.